Event description:
It was reported that a user forgot to enter a meal announcement and subsequently observed a blood glucose of 211 mg/dl with a stable trend on continuous glucose monitoring; the agent advised that the ilet correction algorithm would address the missed meal and to recheck in one hour, and the glucose returned to range within approximately 45 minutes. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and resolution with device-guided correction. Investigation included troubleshooting and user education on meal announcements and confirmation of algorithm-directed correction without alerts or alarms. Investigation of this case revealed normal device performance with no malfunction and no component issue, and that the event was related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal entry.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.